Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient has experienced insulin leaking from six infusion sets from the same box. The patient's mother has also noticed blood at the infusion site. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.